Event description:
It was reported that the customer experienced diabetic ketoacidosis and a blood glucose (bg) level of 830 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, a cartridge alarm occurred during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy.